Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported that the cause of the inability to aspirate was unknown. It was reported that the patient was doing fine post pump and catheter replacement.

Event description:
It was reported that there was a catheter break at the pump connector. Aspiration was attempted but was unsuccessful. The patient had back pain. There was a surgical revision done on (B)(6) 2015. There was a partial explant. The proximal end of the catheter was due to break at attachment. The rest of the catheter was left implanted. A new catheter was placed. The issue resolved. The patient's status at the time of report was "alive-no injury." The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
(B)(4)